Event description:
The check flo valve came off the 8 fr sheath. It was replaced with another 8 fr sheath. No part of the device remained inside the pt. The pt did not require any additional procedure due to this occurrence. No adverse effects to the pt were reported due to this occurrence.

Manufacturer narrative:
No product was returned to assist in the investigation. Per specifications, "confirm flare on proximal end of sheath is caught securely in proximal fittings. Sheath must not rotate to cap fitting." Furthermore, the info for use informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. Without the device being returned for investigation, the complaint solely on the customer's statements of the event. Product from the complaint lot number were assembled after the effective implementation date of 09/15/2010 that require torque control devices for the hub attachment process on flexor sheaths 8.5 fr and less. Regardless, a CAPA was previously issued at management discretion for this failure mode and product family prior to this occurrence. The appropriate internal personnel have been notified of this occurrence and we are continuing our monitoring of complaints for this failure mode. Relevant to this failure mode of hub separation, this device was mfg after the implementation of a CAPA on 06/27/2008 but prior to the corrective action requiring torque limiting devices implemented on 09/15/2010. While risk analysis concluded the risk for this failure mode and product family remains acceptable, a preventive action was initiated for proximal fitting separation from sheaths at management discretion prior to the receipt of this complaint.